Manufacturer narrative:
The information contained in this supplemental report was initially reported to the FDA by the patient's husband on (B)(6) 2017. Through voluntary report number mw5072744. Correction: the event date captured has been updated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s husband reported that five weeks after their wife was implanted with an implantable neurostimulator (ins), she ¿started having problems.¿ it was further reported that one of the issues was on her back where the lead was implanted, and the other issue was on her buttocks area, where her ins was implanted; both sites were ¿massively inflamed.¿ the patient could reportedly ¿feel a mass where the implant was and the area was also warm to touch.¿ the patient¿s husband reportedly ¿believed the neurostimulator was causing a delayed hypersensitivity response.¿ it was reported the event date was (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, (B)(4), implanted: (B)(6)2017, product type :lead patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was a reaction on the site (mi d-line) from where the electrode was implanted on the spine. That happened about 5 weeks after the patient was implanted. There is another one in the patient¿s butt that is the size of an orange and is red in color. The patient is on antibiotics prophylactically. The consumer reported that this is not an allergic reaction, if anything, the surgeon also thought that this was a foreign body type of reaction. They have turned off the battery so that it is not stimulation, and the neurosurgeon is watching it for the moment. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient requested a list of materials for the device and lead. A list of materials was sent to the consumer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had swelling over the ins that was the size of an orange; the ins pocket was swollen and red. The patient¿s husband thought the patient may be having an allergic reaction the ins. The patient believed that their ins flipped and then flipped again when they were on an exercise bike. No diagnostics were done at the time of the report. The healthcare professional gave the patient antibiotics in case of an infection but they had not responded. The rep asked how a ¿body rejection¿ would present. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's husband. It was stated that the patient no longer has the device because patient had a reaction to where the leads were placed as well as where the battery pack was located. The patient's husband stated that patient has a nickel allergic reaction and that there was found to be nickel in the device. Within 4-5 weeks after implant, the reaction happened. The device was removed around 6-7 weeks after implant. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient's weight at the time of the event was (B)(6) pounds. No further complications were reported.